Event description:
The following info was reported to kci by the pt: on (B)(6) 2011, v.a.c. Therapy was initiated. On (B)(6) 2011, v.a.c. Therapy was discontinued. On 02/01/2012, the pt alleged that the v.a.c. Therapy caused a fistula on an unk date. Attempts to gather further info were unsuccessful. The pt's claims could not be substantiated or confirmed by pt's healthcare providers or records. Kci is filing this report solely based on pt's allegations.